Event description:
Iabp stopped working after 16 hours of continuous operation. System completely shut down. The pump was manually operated by nursing staff until a back-up pump could be placed into service.